Manufacturer narrative:
Two samples were received for evaluation. Visual inspection revealed the samples were received in usable conditions in a plastic bag. The reported complaint was confirmed. The root cause was determined to be unknown. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. For all enquiries or follow-up questions related to the record, do not use (B)(4) located in sections g.1., please direct those to the following: (B)(4).

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Two samples were received for evaluation. Visual inspection revealed the samples were received in usable conditions in a plastic bag. The reported complaint was confirmed. The root cause was determined to be unknown. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. For all enquiries or follow-up questions related to the record, do not use (B)(6) located in sections g.1., please direct those to the following: (B)(6).

Manufacturer narrative:
Other, other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the disposable was separated from the hub at the end. No patient injury reported.